Event description:
On august 18, 2022 patient initiated complaint: I have had 2 hip replacement surgeries in the past and have experienced growing amounts of chromium and cobalt in my blood, as well as tinnitus symptoms over the past few years. My right hip was replaced in (B)(6) of 2004 and my left hip was in (B)(6) of 2005. Both hip surgeries were tremendously successful and after rehabilitation I was able to resume many activities that were causing pain previously. About 10 years ago I started experiencing mild tinnitus symptoms and went to an ent specialist. Since then, over the past 5 years I have visited with 3 separate audiology offices and undergone hearing tests and consultations looking to find the cause and possible correction to the problem. The first two offices immediately wanted to prescribe hearing aids as solutions to experience better hearing. Nobody has been able to diagnose why or where the problem might have come from. I recently saw on an online search that elevated levels of cobalt in the blood might be a cause of tinnitus. My own cobalt levels have grown from 13 to 25ug/l. It looks like normal range is less than 1ug/l. I have also seen articles on various solutions/procedures that may lower the blood metals (chromium & cobalt) either through the use of medication /or dialysis. Mostly I am just looking for answers to the increasing amounts of ringing in my ears/head. Please let me know if you have any experience with this problem and any direction for improvement. Thank you.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This medwatch report was initially submitted on 9/22/2022.this report is being resubmitted as this report failed submission as a result of the electronic gateway. Please reference FDA ticket (B)(4) for additional details. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.